Event description:
Allegedly revised due to aseptic loosening socket; lysis socket; malalignment socket.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in (B)(6). This is the same event as 1043534-2013-01875.

Manufacturer narrative:
Additional information received 07/15/2017. Allegedly the patient was revised due to other indications for revision (right) updated explant date, revision number, institution and contact name. Revision number: (B)(4). Bmi: 33. Primary asa: p2- mild disease not incapacitating.